Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1000 mg/dl. Reportedly, the customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Customer attempted to address the bg via bolus from the pump. The customer was hospitalized and admitted to the intensive care unit on (B)(6) 2022. The customer received IV and fluids of saline and insulin to address the elevated bg. The customer was released from the hospital on (B)(6) 2022 with ¿permanent limited kidney function¿. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy. No additional patient or event information was available.